Event description:
Same case as manufacturer's report 6000093-2006-01456. It was reported that during a pta treatment procedure involving the subclavian vein, balloon removal difficulties were encountered with the ultra thin diamond balloon. The physician inflated the ultra thin diamond balloon, but then was unable to remove it through the sheath. The balloon and sheath were removed as a unit from the patient. The physician attempted to use a second ultra thin diamond balloon, but experienced exactly the same problem. The balloon and sheath were removed as a unit from the patient and the procedure was successfully completed using a 7fr pinnacle sheath. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.